Event description:
A stent was successfully in the right p1 segment of the basilar artery at the neck of the aneurysm. A coil was then advanced to the aneurysm but it herniated from the aneurysm into the left p1 segment as it was being deployed. The physician attempted to withdraw the device but it became knotted and stretched before breaking. A snare was used to successfully retrieve the entire coil and an angiogram taken immediately afterward did not reveal any complications. A second stent was placed in the p1 segment and the procedure was successfully concluded. There was no reported clinical consequence to the patient as a result of this event.

Manufacturer narrative:
For coil protrusion.